Manufacturer narrative:
A4: unk. A5: unk. A6: unk. D6a: unk. D6b: unk . H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 12.6mm vticm5_12.6 implantable collamer lens, -09.50/+1.5/089 (sphere/cylinder/axis) was too small and the surgeon went with a 13.2mm lens after opening the lens. Unsure if there was patient contact. Additional information has been requested but none has been forthcoming.